Event description:
It was reported that during normal follow-up, post-paced t wave oversensing was observed during a ventricular capture test. Subsequently, the patient presented with stored episodes of post-sensed t wave oversensing. No patient symptoms were reported. Programming changes were made. The patient¿s condition was fine and monitoring will continue.

Manufacturer narrative:
(B)(4). Device not returned.